Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor, muffler assembly, proportional valve were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, final check, battery check, valve check, run in tests, cleaning and software version was checked, which was not related to the malfunction/issue.